Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation, the right ventricular lead was removed and replaced due to no capture, high lead impedance, under sensing, and unable to be implanted. The patient condition is well.

Manufacturer narrative:
Analysis was normal. No anomaly was found.